Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back therapy electrode pads of the lifevest. The patient received a prescription cream from his dermatologist to treat the rash and received new garments. Follow-up indicated that the rash had improved.